Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector, and the connector was damaged. The returned device indicated a damaged grommet and set screw. The returned device indicated foreign material on set screw, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six months after implant, it was observed that the right ventricular (rv) lead was not pacing. The lead was reprogrammed and repositioned. During the lead revision, it was difficult to unscrew the lead and the set screw had disconnected from the connector block. The lead was eventually reconnected and set screw screwed back in. Post operation, high rv thresholds were noted. Months later, another revision took place in order to replace the rv endocardial lead with an epicardial lead. However, upon opening the pacemaker wound, there was blood noted in the connector block, and damage to the header was suspected. The decision was made to replace the implantable pulse generator (ipg) as the set screw was also loose. No patient complications have been reported as a result of this event.